Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion tests. Unable prime during prime/a33 test due to faulty force sensor resistor gold. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 211 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).